Manufacturer narrative:
H.6. Investigation: bd had received used samples and photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use of the tube k2edta plh 13x75 3.0 plblce gld there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "insufficient vacuum in the tube. During donation".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the tube k2edta plh 13x75 3.0 plblce gld there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "insufficient vacuum in the tube. During donation".